Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: thyroxine. Concurrent conditions included hypothyroidism. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), dysmenorrhoea ("increased dysmenorrhea"), abdominal distension ("swelling of abdomen"), menorrhagia ("heavier menstrual bleeding") and discomfort ("discomfort"). The patient was treated with surgery (essure removal through laparoscopy salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, dysmenorrhoea, abdominal distension, menorrhagia and discomfort outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal distension, discomfort, dysmenorrhoea and menorrhagia to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Most recent follow-up information incorporated above includes: on 6-nov-2018: essure removal questionnaire and samples received: essure was removed at patient's request on (B)(6) 2018 through laparoscopy, salpingectomy. Batch number was not available. Event discomfort added. Events started after essure, however, reporter considered unrelated to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: thyroxine. Concurrent conditions included hypothyroidism. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("increased dysmenorrhea"), abdominal distension ("swelling of abdomen"), menorrhagia ("heavier menstrual bleeding") and discomfort ("discomfort"). The patient was treated with surgery (essure removal through laparoscopy salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal distension, menorrhagia and discomfort outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal distension, discomfort, dysmenorrhoea and menorrhagia to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: the event ¿device removed¿ was updated for ¿pain¿. Patient age added. It was reported that due to pain symptoms the patient wanted essure implant to be removed. On (B)(6) 2018 laparoscopy was performed and left fallopian tube was removed and sent to bayer. We received a returned sample in this case. A technical investigation was conducted including a batch review, and a review of complaint records and other non-conformances data and was unable to confirm complaint. Should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), dysmenorrhoea ("increased dysmenorrhea"), abdominal distension ("swelling of abdomen") and menorrhagia ("heavier menstrual bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dysmenorrhoea, abdominal distension and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal distension, dysmenorrhoea, medical device removal and menorrhagia with essure. Most recent follow-up information incorporated above includes: on 2-nov-2018: events added, patient and product information updated. Essure was removed due to patient´s wish. After essure insertion on (B)(6) 2016 the patient had swelling of abdomen, increased dysmenorrhea and heavier menstrual bleeding. Batch number not available. Sample will be sent to bayer with essure device removal questionnaire. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: thyroxine. Concurrent conditions included hypothyroidism. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dysmenorrhoea ("increased dysmenorrhea"), abdominal distension ("swelling of abdomen"), menorrhagia ("heavier menstrual bleeding") and discomfort ("discomfort"). The patient was treated with surgery (essure removal through laparoscopy salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, dysmenorrhoea, abdominal distension, menorrhagia and discomfort outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal distension, discomfort, dysmenorrhoea and menorrhagia to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.